Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, the model and software version screen was blank. It was additionally noted that the hard drive health was at 98% and the stylus was inoperable. The hard drive was reimaged, the software reloaded and updated, the stylus was replaced and calibrated and both lower hinges were replaced. It then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer software screen went blank and would not load software updates. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.